Event description:
Description of the event or problem unk. Caire was notified of the alleged death of a pt on (B)(6) 2011, by a legal counselor. The original letter was sent to covidien and dated (B)(6) 2011. The letter did not provide any info regarding the description of the incident or any product info. The letter also did not state how/or if a caire oxygen tank was involved with the death. Caire has made several attempts to contact the legal counselor group that sent the original letter, per the following: called and left voicemail on (B)(6) 2011, sent mail on (B)(6) 2011, mailed formal response letter on (B)(6) 2011. Caire has received no further info or contact regarding the alleged incident.